Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: pill from 1998 to 2008. Concurrent conditions included menstrual migraine. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the perforation, pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract disorder, urinary tract infection, vaginal discharge, alopecia, migraine, headache, weight increased and psychological trauma outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, perforation, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion :- (B)(6) 2011, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test-result: unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received:-new event added dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, psych injury, apareunia, migraines, headaches, urinary problems, uti, vaginal discharge, weight gain hair loss. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: pill from 1998 to 2008. Concurrent conditions included menstrual migraine and obesity. Concomitant products included alprazolam (xanax) since (B)(6)2019 and sertraline hydrochloride (zoloft) since (B)(6)2019. In (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), anxiety ("psych injury: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("pain lower abdomen"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In 2019, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the perforation, pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract disorder, urinary tract infection, vaginal discharge, alopecia, migraine, headache, weight increased, anxiety, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion :- (B)(6)2011, (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6)2011: essure confirmation test-result: unknown. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. Updated event psych injury to anxiety. New event abnormal bleeding (vaginal), pain lower abdomen was added. Event onset date, lab data updated. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and embedded device ('myometrium: deeply embedded within the right myometrium and cornu is a tightly coiled metalic device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty, appendectomy, cholecystectomy, ectopic pregnancy, gastric bypass, mastectomy and ovarian cystectomy. Previously administered products included for birth control: pill from 1998 to 2008. Concurrent conditions included menstrual migraine and obesity. Concomitant products included alprazolam (xanax) since (B)(6) 2019 and sertraline hydrochloride (zoloft) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy mensttual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), anxiety ("psych injury: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("pain lower abdomen"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In 2019, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problmes") and urinary tract infection ("uti"). The patient was treated with surgery (essure removal/ hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the perforation, embedded device, pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, heavy menstrual bleeding, urinary tract disorder, urinary tract infection, vaginal discharge, alopecia, migraine, headache, weight increased, anxiety, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2010, (B)(6) 2011. Discrepancy noted: removal details: findings: normal appearing female pelvic anatomy. No gross evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test-result: unknown. Pathology test - on (B)(6) 2021: myometrium: deeply embedded within the right myometrium and cornu is a tightly coiled metallic device. This is consistent with an essure coil. This focally extends into the right fallopian tube. There is a similar wire focally extends within the myometrium at the left cornu. This extends into the left fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and embedded device ('myometrium: deeply embedded within the right myometrium and cornu is a tightly coiled metalic device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty, appendectomy, cholecystectomy, ectopic pregnancy, gastric bypass, mastectomy and ovarian cystectomy. Previously administered products included for birth control: pill from 1998 to 2008. Concurrent conditions included menstrual migraine and obesity. Concomitant products included alprazolam (xanax) since (B)(6) 2019 and sertraline hydrochloride (zoloft) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), anxiety ("psych injury: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("pain lower abdomen"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In 2019, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (essure removal/ hysterectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the perforation, embedded device, pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, heavy menstrual bleeding, urinary tract disorder, urinary tract infection, vaginal discharge, alopecia, migraine, headache, weight increased, anxiety, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion :- (B)(6) 2011, (B)(6) 2010, (B)(6) 2011. Discrepancy noted: removal details: findings: normal appearing female pelvic anatomy. No gross evidence of perforation or migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test-result: unknown. Pathology test - on (B)(6) 2021: myometrium: deeply embedded within the right myometrium and cornu is a tightly coiled metallic device. This is consistent with an essure coil. This focally extends into the right fallopian tube. There is a similar wire focally extends within the myometrium at the left cornu. This extends into the left fallopian tube. Most recent follow-up information incorporated above includes: on 16-sep-2021: mr received : event "myometrium: deeply embedded within the right myometrium and cornu is a tightly coiled metalic device", reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.